Event description:
A malfunction was reported on the pump, identified by a code that was reset successfully. There was no adverse impact to the customer¿s blood glucose level. Customer service assisted the caller with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the problem reappeared, which they acknowledged and understood.